Manufacturer narrative:
Upon completion of the investigation, additional information will be provided in a supplemental report.

Event description:
It was reported that, on friday,31-may-2024, the surgeon from the arrixaca hospital proceeds to perform tibia fracture surgery with a t2 tibia intramedullary nail. When inserting the fracture reduction piece, it breaks, leaving part of it inside the patient's canal. Given the impossibility of extracting it with the material they had, they completed the surgery, postponing it to wednesday, (B)(6) 2024, to proceed with the extraction of the broken material and the introduction of an intramedullary nail. On wednesday the surgery was performed satisfactorily, being able to extract the broken piece with the material sent for the occasion (stryker difficult extraction kit).

Event description:
It was reported that, on (B)(6) 2024, the surgeon from the (B)(6) hospital proceeds to perform tibia fracture surgery with a t2 tibia intramedullary nail. When inserting the fracture reduction piece, it breaks, leaving part of it inside the patient's canal. Given the impossibility of extracting it with the material they had, they completed the surgery, postponing it to on (B)(6) 2024, to proceed with the extraction of the broken material and the introduction of an intramedullary nail. On wednesday the surgery was performed satisfactorily, being able to extract the broken piece with the material sent for the occasion (stryker difficult extraction kit).

Manufacturer narrative:
The reported event could be confirmed, since the product was returned in broken condition. The device inspection revealed the following: the thread had broken in its 1st winding at the rod. The breakage surface identified a brittle fracture. The broken off part was stuck in the returned reduction spoon. The broken fragments could not be put flush together so that both edges did not touch each other. This indicated that the broken threaded fragment was not deep enough ¿ resp. Had not been inserted sufficiently. Both units showed traces of frequent use. Due to the breakage no function was given. A dimensional inspection revealed the dimension being in spec where undamaged. Furthermore, a hardness test according to rockwell on the returned item indicates the material being in accordance to the values in the material specification. In the case presented it was reported that, on (B)(6) 2024, a surgeon from the (B)(6) hospital proceeds to perform tibia fracture surgery with a t2 tibia intramedullary nail. When inserting the fracture reduction piece, it breaks, leaving part of it inside the patient's canal. Given the impossibility of extracting it with the material they had, they completed the surgery, postponing it to on (B)(6) 2024, to proceed with the extraction of the broken material and the introduction of an intramedullary nail. On wednesday the surgery was performed satisfactorily, being able to extract the broken piece with the material sent for the occasion (stryker difficult extraction kit). The fact that the 2 components could not be put flush together identified the universal rod had not been inserted deep enough before use. Having a gap and applying required forces will inevitably lead to material breakage. Based on investigation, the root cause was attributed to a user related issue. Based on available information a deficiency of the device was not verified.